Event description:
While placing quinton catheter for dialysis and on the second pass of the needle, the vein appeared to be cannulated, as the quidewire would not pass. The pt began to complain of pain in the right shoulder and the entire needle apparatus was removed. A hematoma formation was noted.